Manufacturer narrative:
Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the evaluation.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.